Manufacturer narrative:
The sales rep reported that the patient warranted revision surgery as the patient has a possible infected knee which will require a wash out and poly inserts will be replaced. The original surgery date was (B)(6) 2024. The new surgery date was (B)(6) 2024. This reported infection has occurred less than 1 year after the primary implant surgery. According to the sterilization records this sn was sterilized using the lts-v. This sn was sterilized on batch run # 3083 on (B)(6) 2024.a review of this sn resulted in no non-conformances and would indicate the device was designed and manufactured to specifications. Endotoxin results were also reviewed and did not record any excursions during the period the product was processed through final manufacturing. Infection is a known complication of joint replacement surgery. Based on the available information, cause of infection cannot be conclusively determined to be related to the device.

Event description:
A replacement component order was received from the surgeon below indicating that revision surgery is planned for this patient. Ordered date description catalog number serial hospital legal name surgeon (B)(6) 2024 itotal identity cr tibial insert, no trial, ipoly xe, single, 6mm, right rcr-020-060a-020111 (B)(6) (B)(6) medical center (B)(6). (B)(6) 2024 itotal identity cr tibial insert, no trial, ipoly xe, single, 7mm, right rcr-020-070b-020111 (B)(6) (B)(6) medical center (B)(6). 10/23/2024 itotal identity cr tibial insert, no trial, ipoly xe, single, 8mm, right rcr-020-080c-020111 (B)(6) (B)(6) medical center (B)(6). Original surgery: (B)(6) 2024. Revision surgery date: (B)(6) 2024.